Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate high and low voltage therapy. The device functioned as programmed. Programming changes were made. The patient condition was good.